Event description:
New information received indicated that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The physician explanted the ICD.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited delayed charge time. As a resolution programming changes were made but the issue persisted. The patient condition was stable.

Event description:
New information received indicated that the patient experienced discomfort such as pain, fear, and anxiety due to the explant procedure of the ICD.

Manufacturer narrative:
Reported events of slow charging and premature discharge of battery were confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to reset error caused by battery depletion. A longevity calculation was performed and found the battery depletion was premature. The device was cut open and battery voltage was found at end of life (eol) level. Electrical testing revealed no high current drain sources. Battery analysis by the manufacturer found lithium cluster formation within the cell but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion and slow charging was caused by a lithium cluster induced short circuit. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.